Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states left wheel fell off of chair at user's home while driving.